Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2023, it was reported that the patient went to the ER last christmas eve due to sensor inaccuracy. According to documentation, the patient declined to provide details about the episode. It was not specified whether the patient was treated for hypoglycemia or hyperglycemia. Attempts by ts to contact the patient for more details were documented as unsuccessful. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.